Event description:
A piece of v.a.c. Dressing was not removed from a patient's wound, and an unspecified complication occurred. More than one piece of dressing was placed in the wound, and one piece was not recovered.